Event description:
A valgus osteotomy of the distal left humerus was performed without difficulties using a synthes plate and cortical screws. On follow-up in the physician's office, the x-ray showed a breakage of the metal plate at the osteotomy site. Although the patient claims he had no recent injury to the arm, the is suspicion that an incident occurred contributing to the plate fracture. The patient was scheduled for removal and replacement of the plate and screws within one week of the event. Because of the suspicious nature of the event, an evaluation of the device was not donedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.